Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and the outcome of the peritonitis were not reported. On unreported date(s), the patient was hospitalized for the event, the patient's pd catheter was removed (due to the peritonitis) and the patient was placed on hemodialysis. No further information provided regarding treatment for the peritonitis. At the time of this report, hemodialysis therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: upon follow up, it was reported the patient was diagnosed with peritonitis and admitted to the hospital the same day for the event. The peritonitis was manifested by abdominal cramping. The patient was hospitalized for three days. On an unknown date, the patient started antibiotic therapy with intraperitoneal gentamicin (80 mg/ml daily) until the pd catheter (date unknown) was removed, then the patient was switched to oral cipro (twice daily, dose unknown, duration not reported). At the time of this report, the patient pd therapy was resumed. The patient stated they were using dianeal 2.5 pd2 solutions at the time of the reported peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.